Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was damaged and several wires were cut (blue and brown). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report her device displayed a service code 204, despite attempts at reseating the electrode belt in the monitor. The pt was issued a replacement electrode belt.